Event description:
The 24-hour frequency curve showed passages at very low frequencies. The ICD was set in safer-r mode at 60bpm rest rate and 130bpm exercise rate, without hysteresis.

Event description:
The 24-hour frequency curve showed passages at very low frequencies. The ICD was set in safer-r mode at 60bpm rest rate and 130bpm exercise rate, without hysteresis.